Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The device was received dismantled. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. The burr catheter handshake connection is still connected to the advancer handshake connection and both handshakes are bent. The coil is stretched, kinked and broken 4mm from the handshake connection. The sheath is torn 4.5cm from the plastic housing piece. The distal part of the coil and the sheath were received separated. The coil is stretched and broken 152.1cm from the distal burr tip. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The turbine housing was opened revealing that the ultem is melted. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 30apr2019. It was reported that the device was unable to cross the lesion. The 99% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use. During procedure, the device was advanced in the lesion and ablation was performed several times but it was unable to cross the lesion. No patient complications were reported. However, analysis revealed the coil was broken 152.1 cm from the distal burr tip.